Event description:
Spontaneous. Patient reported that at the end of infusion, she turned off the pump, turned the dial all the wayback and it barely dialed the black tab to the end of its track. The tab did not stay put and went at the end of its track anyways. Patient did not miss any infusion. Was able to complete the last one. No adverse events reported. Pump available for return. No further information. Dose/frequency (hizentra): infuse 8gm (40ml) subcutaneously on wednesday and 6gm (30ml) subcutaneously on sunday every week. Reported to cvs/caremark by pt/caregiver.